Event description:
The international customer reported vent inop due to a data acquisition board adc failure. The customer reported the device stopped working on a patient.. The device was replaced with another device. There was no patient harm.